Manufacturer narrative:
The facility was contacted 4 times to receive the suspect devices for evaluation but the facility never sent the items back. The exact item number, lot, and full details of patient burn are unknown. If further information or device is received back, a follow up report will be issued.

Event description:
We were informed that during a procedure, a patient was burned with the fiberoptic retractor that was being used.